Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H.4. Device manufacture date: unknown h3 other text : see h.10

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe customer reports that during use the rubber stopper kept leaking. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: defect; rubber stopper bleeding. Quantity: 8. Effects: no other adverse effects on patients.